Event description:
It was reported that this patient was experiencing chronic pain in the pacemaker pocket area. The neurosurgeon inquired about the possibility of a pocket revision, as the device was positioned low within the breast and may benefit from improved fixation. It was explained that the device can be secured to the fascia using the fixation holes in the header without the need for additional fixation tools. The option of using a tyrx envelope during revision to help minimize the risk of infection was also discussed. The plan was to further discuss with the implanting physician. This device remains in service. No adverse patient effects were reported. An attempt is made to obtain additional information regarding device model and serial number. At this time no further information is available. Should additional information become available this report will be updated.